Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that infusion set was dislodged on (B)(6) 2024. High blood glucose level was 384 mg/dl and treated by correction bolus via pump. No further information was available.